Manufacturer narrative:
The device was not returned for analysis as it was reported to have been discarded at site. Vessel perforation is a known risk of mechanical thrombectomy procedure. Based on the reported information, there is no evidence suggesting that the device was defective, but rather a procedure related event. MDR related to this event: 2029214-2016-00493, 2029214-2016-00494. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report of extravasation of contrast in the left middle cerebral artery (mca) m2 superior division branch consistent with vessel perforation. No additional medical treatment was provided. The mechanical thrombectomy device was delivered into the occluded vessel within the left mca, 2mg tissue plasminogen activator (tpa) was given. After removal of the device, follow up angio revealed persistence thrombus in the distal m1 branch. The thrombectomy device was redeployed and 4mg tpa was given via catheter. The thrombectomy device was removed under aspiration. Finial thrombolysis in cerebral infarction (tici) of 2b was achieved in the distal m1 of the mca. At the completion of the intervention there was report of extravasation of contrast in the left mca, m2 superior division branch consistent with vessel perforation. There was no report of additional medical intervention. Baseline nih stroke scale was 26. Twenty (24) hours post intervention, the nihss was 7. At 7 days, the nihss was 7 and mrs was 2. At the 90 day assessment, the nihss was 3 mrs was 4.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.